Manufacturer narrative:
The site assessed the event as not related to the device or to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event as ischemic stroke. Correction: stroke is noted to be cardio embolic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient race added. Hospitalization ticked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad and cx. During a staged procedure three days later, one resolute onyx des was used to treat the rca. Approximately 2 months post procedures the patient suffered a stroke and was treated with medication. The sponsor assessed the event as not related to the index device or the anti-platelet medication and the patient is recovering.